Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 450mg/dl. The customer states they treated with novalong. The customer states the pump was cracked that prevented the battery from making contact to the battery. The customer declined troubleshoots for the highs. The customer would be receiving replacement pump.